Event description:
It was reported by the affiliate that the (1) tsb45 was used during a colon resection procedure. It was reported that the instrument did not fire after the reload. The case was completed with another device and there was no consequence to the pt.